Manufacturer narrative:
This product was manufactured prior to implementation of the UDI regulation and as a result, the complete UDI is not available. Applicable us product data has been included in this report.

Event description:
It was reported that during a visit, this right ventricular (rv) lead shock vector exhibited high out of range shock impedance measurement. The rv lead was reprogrammed to single coil configuration which brought the high shock impedance measurements to within normal limits (wnl). Technical services (ts) recommended possible defibrillation threshold (dft) testing at physician discretion. No adverse patient impacts or effects were reported. This rv lead remains in service.